Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.

Manufacturer narrative:
The insulin pump was received with unexpected restart alarm and erased memory anomaly after battery change due to faulty interface board. Motor error alarm during occlusion test due to faulty force sensor system. The pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Motor passed motor test. Pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced unexpected restart alarm. The customer's blood glucose value was 346 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated the alarm occurred shortly after inserting new battery. The product was returned for analysis.